Manufacturer narrative:
Qn# (B)(4). The customer returned one unit of 528135 visistat 35r 6/box for investigation. Visual examination of the returned sample revealed that the staples appeared properly aligned. The stapler was returned with 13 staples remaining in the cover block, indicating that at least 22 staples were fired by the customer. The trigger was not returned engaged. Evidence of use in the form of biological material was present on the device. A functional inspection was performed on the sample by attempting to fire staples from the returned stapler. Upon full engagement of the trigger, the first staple was properly formed and released. The next four staples also formed and released properly. To simulate insertion into the skin, the stapler was fired into a simulated skin pad. All remaining staples were fired and were able to engage and close into the simulated skin with no difficulty. The device history review for the product visistat 35r 6/box lot# 73e2200553 investigation did not show issues related to the complaint. The IFU for this product, l02644 rev. 02, was reviewed as a part of this complaint investigation. The IFU states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." A corrective action is not required at this time, as there were no functional issues found with the returned sample. The reported complaint of misfire/jamming - staples not firing could not be confirmed. Upon functional inspection, no issues were observed with the returned stapler. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. The probable cause of this complaint issue could not be determined based upon the information and sample provided. There were no functional issues found with the returned sample. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
Reported issue: the stapler was not firing. It was replaced with a new one. No patient harm reported.

Manufacturer narrative:
Qn#(B)(4). The device has not been returned for investigation. The device history review for visistat 35r 6/box lot# 73e2200553 investigation did not show issues related to complaint. Teleflex will continue to monitor and trend related events.

Event description:
Reported issue: the stapler was not firing. It was replaced with a new one. No patient harm reported.